Event description:
Contact stated that the patient's meter is reading 60mg/dl different from ems meter. The patient passed out and the paramedics were called. They tested the patient's blood glucose and received a result of 16mg/dl. A sample was used from the same puncture to test with the ascensia breeze meter and they received a readng of 73mg/dl. A review of the system was conducted. The review could not be completed because the customer was out of testing strips and did not have control solution available. The customer was asked to return the meter for further evaluation and a replacement was provided.